Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Initial procedure date. What date was the prineo removed? Reason that the prineo was left on for up to 5 weeks? What date did the reaction occur on? Date that patient was given hydrocortisone cream and phenergan. Do you have any pictures of the reaction? Describe how the adhesive was applied on the tape. What prep was used prior to product application? What was the location and incision size of the application? Was a dressing placed over the incision? If so, what type of cover dressing used? What does the reaction look like and how large of an area does the reaction cover? Was there any medical or surgical intervention performed ? Can you identify the lot number of the product that was used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure.

Event description:
It was reported that the patient underwent an abdominoplasty procedure on unknown date and the topical skin adhesive was used. Post-operatively, after removal of the topical skin adhesive, there was excessive itching and the patient experienced sore across the wound. It was also reported that the glue was still adhered to the skin in places. Areas of concern were the spreading above and below incision. The patient was given a hydrocortisone cream and phenergan. The topical skin adhesive possibly left on for up to five weeks. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: procedure date: (B)(6) 2017. Removal of prineo: (B)(6) 2017 partially removed to get to small wound issue; (B)(6) 2017 remaining removed. Why was product left on ? Surgeons orders-added wound support. Date of reaction: 1.5.2017 hydrocortisone and phenergan given on this date. Application was as per instructions for prineo. Dry wound, apply tape and apply solution. Prep used: soluprep. Incision: approx 45cm running along at approx. Suprapubic level hip to hip. Dressings: no further dressings were used. Wound: slightly reddened, small spots, extremely itchy and sometimes sore across right side of patients incision. Intervention: dressings to small wound problem. Lot number: not available. Surgery performed at (B)(6) hospital (B)(6). Allergies: none. Status: fully resolved. Demographic: (B)(6). (B)(6) yr old female, no medications fit and well. No previous use of prineo known.